Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Upon interrogation on (B)(6) 2018, two a burst episodes dated (B)(6) 2017 at 16:04 and 16:16 were observed in the device memory. These episodes reportedly showed egms almost empty, with sometimes spikes every 125 ms. The pacemaker is programmed in safer mode at 60 min-1. The patient is not pacemaker-dependent and did not experience any symptom. Discussions with the patient did not allow the identification of any source of interferences. Preliminary analysis showed that the reported behavior was caused by strong external electromagnetic interferences (emi).

Manufacturer narrative:
(B)(4).

Event description:
Upon interrogation on 26 february 2018, two a burst episodes dated (B)(6) 2017 at 16:04 and 16:16 were observed in the device memory. These episodes reportedly showed egms almost empty, with sometimes spikes every 125 ms. The pacemaker is programmed in safer mode at 60 min-1. The patient is not pacemaker-dependent and did not experience any symptom. Discussions with the patient did not allow the identification of any source of interferences. Preliminary analysis showed that the reported behavior was caused by strong external electromagnetic interferences (emi).